Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, midurethral sling, and biopsy of vulva due to sui, bladder pain, and vulvar pain. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced itching, burning, sore vagina, bacterial vaginosis, vaginal discomfort, vaginal irritation, abdominal pain, and urinary tract infection.